Event description:
Ous MDR - after an estimated implantation time of about 48 months, oversensing and a drop in impedance were reported. The lead was explanted and returned to biotronik for analysis. The implant date was not provided. The explant and event dates provided did not make sense so they were left off of this report.

Manufacturer narrative:
During the analysis, the lead properties were checked. The analysis showed that the insulation was damaged by fraying in the distal area of the lead. The insulation damage can with high probability be regarded as the cause for the oversensing. The observed damage manifestation requires stress on the leas over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead. In the further course of the analysis, the electrical properties of the lead were tested. No impairment of the electrical conductors was found. X-ray images or diagnostic images of any kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.